Manufacturer narrative:
Results: the 3maxc was kinked approximately 143.0 cm from the hub. The 3maxc was stretched approximately 139.5 thru 145.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was kinked along the distal shaft and revealed stretching. The stretching may be the reported ovalization. If the 3maxc is forcefully retracted against resistance, damage such as this may occur. During the functional test, the 3maxc was advanced completely through a demonstration ace68 with resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the neuron max, ace68 and 3maxc. Upon removal of the 3maxc, it was noticed that the distal end of the 3maxc was kinked and ovalized. The procedure was completed using a new 3maxc, the same ace68 and the same neuron max. There was no report of an adverse effect to the patient.